Event description:
Almost choked [choking sensation]. Attachments jump off by themselves. Attachments no longer stay on - oral-b [device breakage]. Refills loose - oral-b [device connection issue]. Drive axle of the toothbrush is ground down extremely far - oral-b [device physical property issue]. Case narrative: it was reported via e-mail that a consumer experienced loose oral-b refills and the oral-b attachments jumped off of the oral-b toothbrush by themselves, flying into their mouth and causing them to almost choke. The drive axle of the oral-b toothbrush was ground down extremely far and the oral-b attachments no longer stayed on properly. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
07-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Almost choked [choking sensation]. Attachments jump off by themselves. Attachments no longer stay on - oral-b [device breakage] . Refills loose - oral-b [device connection issue]. Drive axle of the toothbrush is ground down extremely far - oral-b [device physical property issue]. Case narrative: it was reported via e-mail that a consumer experienced loose oral-b refills and the oral-b attachments jumped off of the oral-b toothbrush by themselves, flying into their mouth and causing them to almost choke. The drive axle of the oral-b toothbrush was ground down extremely far and the oral-b attachments no longer stayed on properly. No serious injury was reported.